Manufacturer narrative:
The device was returned in two pieces. The first piece measured 73.5 centimeters from the distal edge of the strain relief to the hypotube break location. The second piece measured 69 centimeters from the hypotube break location to the distal end of the tip. The hypotube break location appears to be compressed, indicating that the device was most likely kinked prior to the break. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The 3.5 x 8.0mm quantum maverick monorail balloon was inserted into an unspecified vessel. When the balloon catheter was about halfway through the guide catheter, the shaft of the device broke. There were no pieces that detached or separated as a result of break. The procedure completed with another device. No patient complications occurred. The patient status was satisfactory.